Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to the death or if the pd therapy was ongoing until the time of death. It was also not reported if an autopsy was performed. Additional information was requested, but the reporter declined to provide any more information on the event.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.